Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a proglide device after a diagnostic right leg arteriogram procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Medication was given due to the device failure. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed and a partially retracted foot was observed. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis identified a partially retracted foot. Follow up with the account confirmed there was no issue noted with retracting the foot or removing the device.